Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified: opening crack, opening and white particles in the inside the device. Leak test was performed and found opening crack on diaphragm valve and opening. A microscopic analysis was performed which identify opening crack and opening striated in the posterior side. Based on the device analysis the final assessment is: a crack opening on diaphragm valve due to cracked valve seat diaphragm valve. A striated edge opening on posterior side assessed as to surgical damage. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.